Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jun 1, 2017: legal medical records received. Pfs alleges pain, stiffness, multiple dislocation and high metal ions, limited mobility and walk in limp. After review of the medical records for the MDR reportability,examination notes stated that patient slipped and fell and dislocated his hip and underwent closed reduction on (B)(6) 2015. Patient dislocated his hip again while sitting in the dentist chair and a closed reduction was also performed successfully. It was also reported that patient underwent rerevision for dislocating hip on (B)(6) 2015 . There were no revision notes or x-rays in the records.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.